Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Two days later, the patient began treatment with fortum (1g per 2 liters, route, frequency and duration not reported) and vancomycin (1g per 2 liters, route, frequency and duration not reported) for peritonitis. The patient did not require hospitalization. The cause of the event is unknown. At the time of this report, the patient was recovering from the event. No additional information is available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). On an unreported date the patient¿s peritoneal dialysis (pd) effluent was clear, the peritonitis was resolved and the patient was recovered from the event. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).